Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a multiple access site venotomy closure of a right common femoral vein using a prostyle device after an interventional cardiac ablation procedure via a 7fr sheath. Reportedly, the first suture was successfully placed at the first access. However when placing the second suture at the next access site, a cuff miss [suture retrieval issue] occurred. The sheath was upsized to an 8.5 fr sheath and a new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.